Manufacturer narrative:
A steris service technician arrived on site for a service call unrelated to the event, and user facility personnel explained that the system 1e was leaking water. The user facility stated the water supply to the unit was turned off. The investigation of this event is currently in process. A follow up report will be submitted when additional information becomes available.

Event description:
The user facility reported their system 1e processor was leaking water.

Manufacturer narrative:
No injuries were reported as a result of the water leak. A steris service technician arrived onsite and inspected the system 1e processor; the technician determined the unit was operating properly and was not the cause of the reported water leak. The technician identified the user facility installed a water heater for use with the system 1e processor. The use of the water heater on the system 1e processor's incoming water supply allowed the water to exceed the temperature specification of the processor. Upon inspection of the water supply hose, the technician identified the hose sustained damage indicative of exposure to excessive water temperatures. The technician concluded that the user facility's water heater caused the water being supplied to the system 1e processor to exceed the temperature specifications for the unit, resulting in damage to the hose and the reported water leak.